Event description:
It was reported that during implant of the pulse generator, an audible sound indicating proper torque was not heard when tightening the right ventricular setscrew. One day post implant, high ventricular lead impedance was observed. On (B)(6) 2014, during pocket revision, it was difficult to remove the ventricular setscrew. The device was explanted and replaced.